Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed. Investigation in process.

Event description:
Customer reported that their precision xtra meter would not retain accurate date and time settings. The customer also reports using the pink software and it is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatments associated with this event.